Event description:
Boston scientific crm received information from a simple study adverse event form that the family contacted the patient's physician to report episodes of falling every 1-3 days. Associated with these falling episodes, loss of ventricular capture was reported, which lasted minutes at a time. Some of these episodes were witnessed by the family. During evaluation, ventricular pacing was induced during an echocardiogram to determine whether or not the ventricular pacing would decrease the outflow obstruct, which lead to the loss of capture. It was concluded that the source of these noncapture episodes were related to the patient condition.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the report will be updated as necessary.